Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted with a prostyle device after a diagnostic peripheral transluminal angioplasty using a 6f sheath. Reportedly, the device could not advance fully over the 0.035 guide wire into the patient. An additional device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication of a lot specific product quality issue. The cause of the reported difficult to advance cannot be determined. The subsequent treatment is due to the circumstances of the procedure. It is possible an interaction with patient anatomy contributed to the reported difficulty, however, this cannot be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequently to the initially filed report, the following information was clarified: the prostyle device could not be fully advanced over the guidewire due to resistance with the anatomy.